Event description:
It was reported that the patient presented to the clinic with a low impedance lead warning. The stored episodes were also noted to have noise. Reprogramming was performed and the lead remained in use. Approximately 11 days later, a remote monitoring transmission was received that indicated another impedance warning had been triggered and an acute rise in threshold was noted. It was also noted that the hospital was having issues sensing a remote monitoring transmission. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient presented to the clinic with a complaint of syncope and a fall. It was found that the right ventricular (rv) lead was exhibiting a rise in impedance and a high impedance measurement. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: product performance information was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. The auto lead diagnostics show ventricular short circuit paces with lead impedance <(><<)>200 ohms. A ventricular lead warning occurred on (B)(6) 2014. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. Ventricular high rate electrograms show some signs of noise. (B)(4).